Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected and no defects were found. The device was tested by simulating the use reported by the customer. The defect reported could not be duplicated. The complaint is unconfirmed. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
The affected device has not been returned for evaluation. A follow report will be submitted when the evaluation has been completed.

Event description:
The user reported that air was introduced into the fluid administration line during use. No injury to the patient was reported.